Event description:
Ous MDR - it was reported that the shock impedance of the lead was higher than 150 ohm during the scheduled ICD exchange. The lead was explanted and a new one implanted. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. It was noted during the visual inspection that the ropes to the rv and to the vcs shock electrode were torn off at the df-1 connector pin. These damages indicate a significant mechanical force impact during the ICD exchange and can with high probability be regarded as the cause for the clinical complaint. The crimping was examined and showed no indications of a material defect or manufacturing error. In addition, explantation damage was noted in the course of the analysis, such as a deformation at the fixation screw of the lead, cuts in the insulation, an damage to the steroid collar and the vcs shock electrode. The detected damages at the df-1 connector pin were probably caused by medical equipment that was used during the operation. In summary, it was noted that the ropes to the rv and to the vcs shock electrode were torn off at the df-1 connector pin, which is probably due to the operation procedure for the ICD exchange. The analysis did not show any material defects or manufacturing errors.